Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a helium leak. It was also reported that the helium tank on the unit was completely empty. After replacing the unit with a full helium tank, it was further reported that an audible leak was heard to be emitting from the back of the pump console. Upon further evaluating the unit, the fse found that the o-ring on the rear of the unit was broken which was replaced, thereby, rectifying the reported issue. Following repairs, the fse performed a full pm service, calibration, all functional and safety checks to meet factory specifications. Moreover, the expired 9v battery was replaced. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was also reported that the helium tank was completely empty. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It was also reported that the helium tank was completely empty. There was no patient involvement, and no adverse event reported.